Event description:
During the follow-up performed on (B)(6) 2015, the device was reportedly found in standby mode. Pacemaker syndrome was reported due to the switch in vvi mode.

Event description:
During the follow-up performed on (B)(6) 2015, the device was reportedly found in standby mode. Pacemaker syndrome was reported due to the switch in vvi mode.